Event description:
(B)(4). As soon as I got home after my cesarean and the obvious tubal ligation, I started to get high blood pressure and swelling. I didn't report to my doctor right away because swelling is normal after a cesarean and my blood pressure was normal before I went home. I had requested to stay in the hospital for another day because of how bad tube swelling was. But, when I got home, the swelling had not subsided and I had called my doctor. He made a house call and took my blood pressure. It was extremely high and he suggested meds. I took them as directed and he made a house call a few days later. Took my blood pressure again and said I needed immediate treatment. After treatment, I was better with the blood pressure and swelling but he had told me that its very rare to have eclampsia after a cesarean which, to me when I look back on it, may have been a side effect of the filshie clamps seeing how I have had two other cesareans and no side effects like that. But, I have had a kidney infection which I have never had, horrible period pain, fake pregnancy symptoms, a pain that is always pinching on my left side and gets worse before and during my period. Also, my periods are sometimes extra heavy with tons of huge blood clots and sometimes lighter with few blood clots. I also experience in between bleeding that is light in color, gets a little darker but still light blood, then fades away after about three days and this all occurs two days after my period. Ob/gyn seems to think it may be endometriosis but pressed on my left side and said there was definitely a lump there...said it may be scar tissue from a previous ectopic pregnancy. Did an ultrasound but nothing could be found and said everything was normal. He actually agreed that it may have something to do with the clamps and had said that taking them out may be an option. I have a feeling that my ovary hurts due to swelling because of these clamps like maybe my body is trying to reject it. I've never had pain there until I had these clamps in place. See, I knew he was going to clam me but with what was unclear until I seen an x-ray and (B)(6) what the clamps looked like and such.